Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the ht70 ventilator, there was a leakage of the oxygen mixer where too much oxygen could be administered. The ventilator was not connected to the patient at the time of the event occurred. The service engineer inspected the device and verified the malfunction. The mixer is required to be replaced. The evaluation of the device has not been completed.